Event description:
Pt reported that he experienced elevated blood glucose as high as 401 mg/dl due to insulin leakage from the infusion needle. Pt reported this occurred every day beginning on (B)(6) 2011, and insulin leaked between the needle and the adhesive. Pt changed the needle and delivered insulin through the infusion device as treatment for hyperglycemia. Pt used the infusion set for longer than 6 days and was referred to the MFR recommendations. Normal blood glucose is 100 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. Product was requested for eval. Add'l info was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.